Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped (component failure of the light guide bundle); the rigid tube was dented (component failure of the rigid tube). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure of universal cable. In addition, the finding "the light guide bundle was chipped" is caused by a a component failure of the light guide bundle, the finding "the rigid tube was dented" is caused by a component failure of the rigid tube. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had noise image. The issue was found during service or maintenance. There were no reports of patient involvement.